Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 542 mg/dl. The blood glucose level at the time of call was also 542 mg/dl. Customer did not provided any information about the symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active at that time. Customer treated with manual injection. Customer wanted to calibrate but did not see that option. No further complications were reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.